Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a meal announcement using a reduced meal size, the user experienced elevated blood glucose that trended down following a supply change and inspection of the infusion set and cannula, with no leaks or kinks observed; the user was using a teflon 23-inch inset and continued monitoring with the ilet. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued self-monitoring. Investigation included customer interview, trend review, and user-led inspection of infusion components. Investigation of this case revealed no confirmed device malfunction or component damage, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.